Event description:
It was reported that the patient's current electrogram (egm) in the remote website, has a non-standard appearance and marker channels are distorted. This was confirmed on all three of the patient's remote website transmissions, that the egm presented with squared form and unreliable marker channel values. However, when the patient was checked in the clinic, values were normal. Therefore, the issue was escalated to product support (ps) for investigation and resolution. It was further reported that ps determined that causation was due to the remote monitor and back in (B)(6), recommended that the monitor be replaced and to have the patient re-send the transmission. In (B)(6), the patient contacted clinic to order a new monitor per patient services instructions; the clinician wondered why the company does not order the new monitor. Ts apologized for the less than satisfactory customer service. In (B)(6), ps sent a follow up email to inquire about the status of the monitor because it appeared that the client had not submitted the new monitor order. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.